Event description:
The reporter stated the surgeon inserted an aa4203tl toric silicone single piece lens and trailing haptic tore off. The lens was cut into pieces to remove from the pt's eye and there was no pt injury. Another same type lens was implanted.